Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the auxiliary video board (avp) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and found in-house fa: visual inspection: upon visual inspection, no issues were found that would be related to the reported failure. The avp was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. After boot up the gdla (gemini download application) laptop does not detect the avp with message programs issued, not be able to program. Avp was bricked causing onsite disconnected. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that avp bricked was found to be the root cause of the reported failure.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer called to report that they were trying to set up for a case but were getting repeated non recoverable faults and surgeon side console (ssc) not connected message. Customer stated that they were trying to do an update prior to case when the system got 'stuck' at 97%. Customer called one of their local clinical reps who told them to power cycle the system. After power cycling, system came up with a multitude of faults and is not functional. The procedure had no reported injury.